Manufacturer narrative:
510k: this report is for a measuring device - unknown lot; unknown part. UDI number is unknown. The device was not implanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a blade length 80mm was used in the surgery for femoral trochanteric fracture. During the surgery, the surgeon measured the insertion point using the guide wire, which was 10mm from the joint part of femoral head. As he tried to insert this blade, it penetrated the femoral head. Then he replaced it with the length 75mm blade. The surgery was completed with a 5-minute delay, and there was no adverse consequence to the patient. Concomitant device: 1x 04.038.275s, / h165234 (tfna helical blade, l 75mm) . This complaint involves two (2) devices. This report is for a measuring device. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: tfna nail (part number unknown, lot number unknown, quantity 1).